Event description:
The customer reported that the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gpos needs to be replaced. The gpos will be installed and the system will be tested.